Event description:
The sabo sag saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was contained at the MFR and a quality investigation is anticipated. A f/u report will be filed when the device is received and the investigation is complete.